Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during a tavr transfemoral procedure in the aortic position during insertion of a 23mm ultra delivery system the axela sheath ¿broke¿. Resistance was felt shortly after passing the hemostatic valve. A fluoro was performed and did not reveal any kinking and the sheath was advanced further. However, the sheath ¿broke¿ from the hub of the hemostatic valve. Both the sheath and delivery system, were removed from the patient together as a unit. There was no injury to the patient. A 23mm tf s3 with an esheath was then used with good result and patient was stable with no complications. The patient¿s access vessel minimum luminal diameter (mld) measure 6mm with mild calcification and mild tortuosity. The device is being returned for evaluation.

Manufacturer narrative:
Grammar correction (root cause): tortuosity can create challenging angles for devices advancement, which can contribute to advancement difficulty, while calcification can create sharp edges for the sheath outer jacket to interact with.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: lot number and expiration date and device manufacture date . The axela sheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: a kink approximately 10¿ from flex tip on delivery system, outer jacket tear on the insertion marker and the bilayer, proximal end of the sheath shaft ¿ clean separation, no sheath material found in housing, adhesive present between housing and comnut, multiple bent struts on outflow side of valve, exposed struts on skirt on inflow side and appears to be adhesive inside sheath housing. A photo was provided and revealed that the sheath separated from the housing. Functional or dimensional testing was not performed due to the nature of the complaint. During manufacturing of the axela sheaths, the device and its components are tested and inspected multiple times. Per procedure, after shaft proximal end bonding, the devices are 100% visually inspected. The proximal end of the shaft folds are inspected. Per procedure, during outer jacket assembly, the strain relief bond and the outer jacket are visually inspected. Prior to proximal flaring, excess material is removed from the inside of the proximal end of the shaft, per procedure. Following shaft pre-conditioning per procedure, the devices are inspected. Per procedure, on the component level, the shafts undergo 100% visual inspection by both manufacturing and quality. The sheath shaft to housing bond are visually inspected and tested per procedure. The final sheath assembly undergoes 100% inspection by both manufacturing and quality. In addition, each manufacturing lot is required to undergo product verification (pv) testing under a sampling plan per procedure before final release for insertion force, and shaft/housing tensile testing. The inspections and test described above support that proper inspections of the devices are in place to detect issues related to the complaint events. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that could have contributed to the event. A review of the complaint history from february 2018 to january 2019 revealed no other returned complaints for ¿sheath housing, hemostasis valve- separated¿, and ¿outer jacket ¿ torn¿. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the january 2019 control limit for all the trend categories. The IFU/training manuals were reviewed for guidance/instruction involving the axela sheath and delivery system. As per ultra procedural training manual, access vessel characteristics that would preclude safe placement of sheath include severe obstructive calcification, severe tortuosity or vessel diameters less than 5.5mm and 6.0mm. Insertion marker is minimum sheath insertion point to maintain proper hemostasis. Per IFU, for delivery system insertion through sheath, using the fine adjustment wheel ensures the balloon catheter is fully retracted into the flex catheter, orient the delivery system with the flush port pointing away and the edwards logo facing up, insert the loader until it stops, and keep loader completely inserted in sheath until just before the delivery system removal at end of procedure. Advance the delivery system with the edwards logo facing up, through the sheath until the thv exits the sheath, consistent tactile feel until exiting sheath at the tip, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2cms. In expectation of high friction, use short movements. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ ¿sheath housing, hemostasis valve- separated¿ and ¿outer jacket- torn¿ were confirmed based on visual inspection of the returned device. Investigation of the device and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Procedural factors such as improper flushing or crimping can contribute to resistance with the delivery system. As evident from the evaluation, the valve likely was not properly crimped onto the delivery system. Additionally, the case notes mention slight tortuosity and calcification which can result in insertion difficulty and tears in the outer jacket. Tortuosity can create challenging angles for devices advancement, which can contribute to advancement difficulty. While calcification can create sharp edges for the sheath outer jacket to interact with. This improper crimping as well as the patient factors listed above likely contributed to the resistance felt. As reported, ¿resistance was felt shortly after passing the hemostatic valve. Flouro didn¿t show any kinking and while trying to advance further the sheath broke from the hub of the hemostatic valve¿. While adhesive remained primarily intact on the comnut and the shaft appeared to cleanly dislodge and separate, the excessive manipulation applied to overcome the resistance felt most likely led to the sheath housing separation. In this case, available information suggests that patient factors (calcification) and/or procedural factors (improper crimping/improper flushing/excessive manipulation) may have contributed to the complaint events. However, a definite root cause was unable to be determined at this time. No labeling inadequacies and no manufacturing non-conformances were identified during evaluation. A CAPA has been initiated for investigation related to valves becoming stuck in the sheath and a product risk assessment (pra) was initiated to assess product and clinical risk for ¿sheath housing ¿ hemostasis valve ¿ separated reported event. However, no corrective or preventative action is required for ¿outer jacket ¿ torn¿.